Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer boot up time is greater than 30 seconds; it is noted a system error was found in the programmer error log. Analysis also found the power supply is noisy, the latch tab of the cord bay door is broken off, and the keyboard is pulling apart. (B)(4).

Event description:
It was reported an error code displayed when attempting to interrogate a patient. It was also reported boot up is long (> 30 seconds) and there was a system error at power up. It is noted the patient's device was interrogated with another programmer without issue. The programmer was returned for repair. No patient complications were reported as a result of this event.